Event description:
It was reported that during a loop ileostomy, the device fired malformed staples. The device was reloaded and the staples formed properly. There was no adverse consequence to the pt.